Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. After replacing the front panel assembly, the issue was resolved. The fsr reported the unit passed all diagnostic testing. The suspect component is available for analysis and a return good authorization has been issued. At this time, carefusion failure analysis has not received the suspected front panel assembly for further evaluation.

Event description:
The customer reported while using the vela ventilator; the front display stays blank on ventilator start up. The customer reported there is no patient involvement associated with the event.